Event description:
It was reported that the device had reached end of service (eos) unexpectedly. The device was explanted and replaced. It was also re ported that there was high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance recorded on (B)(4) 2013, prior to explant. Ramware version 3 installed on (B)(4) 2010. High battery impedance triggered eri. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product ID (B)(4) implantable pacing lead implanted: 2009 (B)(6). (B)(4).